Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose ranged from 376 mg/dl to 426 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime. Insulin did exit with fixed prime. It was also found that infusion set was expired. Customer was advised that insulin pump was working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.